Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle was unseated from the thread at the slightest pull. They changed the device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the sutures was performed with no abnormali ties. The visual inspection of the opened sample noted (one) suture and (one) needle. The needle was returned attached to the suture. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.